Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was in the 40s mg/dl as the carbohydrate ratio had been incorrectly entered into the pump. Food was consumed. Pump was disconnected from the customer and insulin delivery was stopped to address low bg. Due to being disconnected from the pump for 6 hours, bg was greater than 400 mg/dl. Insulin pens were administered. Pump system check was performed by tandem technical support; no device issues were identified. Reportedly, admelog was used in the cartridge. Cts informed customer that amelog was not labeled for use with the pump.